Manufacturer narrative:
The device was returned for analysis. The reported deformation was confirmed as a torn sheath. Lot history record and exception reviews were performed and revealed an indication of a potential product quality issue. A query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported deformation was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the prostyle device, the sheath was observed to be kinked. There was no patient involvement. No additional information was provided. Return device analysis observed that the prostyle sheath was torn. No additional information was provided.